Event description:
It was reported that this brady lead was attempted 3 times and was not able to obtain capture in the left bundle branch (lbb). When the lead was removed, the lead helix was damaged due to the challenging anatomy of the patient. Furthermore, the lead was disposed by the hospital and will not be analyzed. A new lead with the same model was implanted. No adverse patient effects were reported.